Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the plastic was missing from the top of the insulin pump where belt clip should latch on. The customer's blood glucose value was unknown at the time of the incident. The customer stated that the belt clip slid off after the insulin pump was bumped. The customer stated that the reservoir lip ring was damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with broken battery tube thread noted. Device passed displacement test.